Manufacturer narrative:
The device was returned to omsc for evaluation. During the evaluation, the reported image loss was not duplicated. The evaluation observed a water leakage from the video cable of the device. In addition, omsc disassembled the device and confirmed marks of water leakages inside the light guide connector and the video connector. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. Although the exact cause of the reported event could not be conclusively determined, it is surmised that a short-circuit of the electric circuit due to the water leakage resulted in the endoscopic image loss. If additional information is received, this report will be supplemented. The instruction manual of the device instructs; be sure to perform the water leakage test to avoid endoscope failure. Using an endoscope with a leak will cause further damage to the equipment. Never use an endoscope that has failed a leakage test. Doing so may cause patient injury or damage to the instrument.

Event description:
Olympus medical systems corp. (Omsc) was informed that the endoscopic image of the subject device disappeared for a split second during an unspecified therapeutic procedure. The user facility completed the intended procedure with the subject device since the endoscopic image recovered soon. There was no report of patient injury.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".